Event description:
The pk dissecting forceps instrument was returned without a complaint description. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information regarding the returned instrument; however, no additional information was provided.

Manufacturer narrative:
Failure analysis investigation for the returned instrument found the following damages: the instrument's pitch cable located in housing was derailed at the clamping pulley. The pulley cable grooves exhibit white residue. The other end cables are not damaged. The pitch cable is frayed at the proximal clevis hub. The clevis does not exhibit any wear. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. The distal end of the instrument's main tube has various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found. This complaint is being reported due to the following conclusion: the instrument was returned with a frayed pitch cable and the instrument has tube abrasions with material removed. It has been determined that the frayed pitch cable and tube abrasions with material removed could likely cause or contribute to an adverse event if the failure modes were to recur.